Event description:
It was reported that a user¿s freestyle libre 3 plus sensor would not connect to the ilet app, producing repeated scan errors and preventing scan completion; the user transitioned to backup therapy with fingersticks, and the event was characterized as an intermittent communication failure associated with the antenna/electrical-magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to the device¿s communication components, including the antenna and related electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was component failure.